Event description:
Pt was in a hill rom total care bed. They were turned to their right side with pillows supporting their back. The upper and lower side rails were in the "up" position. They had their left arm resting on the lower side rail. Daughter stated their "heard a loud pop" and the "side rail went down and pt fell onto the floor."